Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid, though the cause of the excess current could not be determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2018 with no further complication to the patient.